Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a patient received cetuximab 390mg in 195ml over 1 hour prior to ipilimumab 52mg IV to infuse over 90 minutes in 60 ml. The second medication was to infuse at a rate of 40ml/hr. And instead completed 60ml in 60 minutes; a log review has been requested to confirm that the programming between 1100 and 1600 was correct and within guardrails.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that at 1:42 pm on 10 february 2016 the pump module was programmed to infuse drugid 54 (believed to be cetuximab 390mg/195ml) at 195ml/hr with a vtbi of 19ml . At 2:39 pm, the device alarmed for air in line and was subsequently channeled off. At 2:42 pm, the device alarmed for flo stop open. At 2:44 pm, an infusion of drugid 137 (believed to be ipilimumab 52ml/60ml) was programed to infuse at 40ml/hr with a vtbi of 60ml. At 2:46 pm, the device alarmed for air in line and the infusion was restarted. At 2:47 pm, the device again alarmed for air in line and the infusion was restarted. At 3:36 pm, the device alarmed for air in line and the infusion was paused and then channeled off. At 3:38 pm, the log recorded an open flow stop alarm lasting 3 seconds. A basic infusion was programmed to run at 50ml/hr with a vtbi of 50ml. At 4:09 pm, the device was channeled off, and the system was powered off. The volume recorded as being infused during this period was 244.44ml. The starting volume of the fluid container cannot be determined through the device logs. The root cause of the reported overinfusion was not identified. No devices were returned for evaluation.